Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not properly charge battery packs) was investigated. As received, the charger would not charge a test battery pack. Upon evaluation the q1 and u13 components were shorted on the bedside board. The cause of the inability to charge the battery packs is the shorted components. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll indicating that a patient's charger was not properly charging the battery packs.